Manufacturer narrative:
No test methods have been performed as the product performed in accordance to specifications and the device was used in accordance with labeled indications. No conclusive evidence has been provided that supports or opposes that fact that the invisalign system aligners caused or contributed to the patients symptoms. This event is being filed as an MDR since the treating doctor considered the event was life threatening to the patients health and the invisalign system aligners were being used at that time. Not returned to manufacturer.

Event description:
The patient reported symptoms of migraines and pain of the teeth eyes and face. The patient reported visiting a general physician to alleviate the reported symptoms. The patient did not report taking or being prescribed any medication to alleviate the reported symptoms. The treatment was discontinued on (B)(6) 2016. The treating doctor considered the event was life threatening to the patient because if the patient continued to take imitrex for migraines, it could affect the patient's kidneys.